Event description:
Device malfunction: none. Symptoms/ae: right eye blurriness with decreased peripheral vision. Time of symptoms/ae: after the carotid stenting procedure in 2006. It was reported that the pt experienced right eye blurriness with decreased peripheral vision after right internal carotid artery stenting procedure. The pt was discharged the next day, 1 day post procedure and the event was continuing. The event was reported to be resolved on 10/26/2006, 30 day follow up visit. No add'l info was available. Study event.